Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Logs showed the sureform 30 stapler was installed on the system 12 times and fired 11 reloads (5 white, 1 blue, 1 white, 4 blue, in that order). On install 1, 2, 4, and 5, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, a white reload was installed, however no clamping or firing was attempted. On install 6, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 7, the system failed to detect the reload color, and the user manually selected the blue reload color via the user interface on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On install 8, the system failed to detect the reload color, and the user manually selected the white reload color via the interface on the ssc touchpad. The first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 9, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 10, the system failed to detect the reload color, and the user manually selected the blue reload color via the interface on the ssc touchpad. The first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 11, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 12, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the patient sustained an injury to the pulmonary artery (pa). During the surgeon's video review of the procedure, it was noticed that the bedside assistant had adjusted the universal surgical manipulator (usm) prior to removing the instrument. During the adjustment, the instrument moved down and caused an inadvertent injury to the pa, which was directly over the sureform 30 white staple line. Initial staple deployment appeared satisfactory; the staples were properly formed, with no malformed or missing staples and no visible gaps or holes in the staple line. The surgeon confirmed that there was no issue with the sureform 30 white stapler reload that was successfully fired across the pa. The instrument was not grasping any tissue at the time of the movement. The surgeon was not in the operating room when the event occurred. The patient coded due to the injury. An emergency thoracotomy was performed. Once open, the bleeding was able to be manually controlled and return of spontaneous circulation (rosc) was achieved. Once anesthesia was able to gain control of the patient's status, a satinsky clamp was used to clamp the pa, and a prolene suture was used to repair the defect. The patient was placed on extracorporeal membrane oxygenation (ECMO) and was transferred to the intensive care unit (ICU). The patient is currently off ECMO and is still intubated due to transfusion-related lung injury. The patient is improving and has purposeful movements and is following commands; the surgeon reports the patient's prognosis looks promising.